Manufacturer narrative:
The insulin pump had cracked battery tube threads and cracked case near display window corners noted during visual inspection. The insulin pump had missing end cap sticker noted. No button response due to corroded keypad traces. No button error alarms noted during testing. The insulin pump had moisture damage noted on electronic assembly during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria..

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 275 mg/dl at the time of incident. The customer stated that the button error alarm occurred right after the insulin pump was exposed to moisture. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.